Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the malfunction was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found a burn on c-cover. There was no patient involvement.